Event description:
The manufacturer's international service technician reported the ventilator alarmed with a vent inop data acquisition pcba adc reference failure occurred while performing preventive maintenance. There was no patient involvement.